Event description:
It was reported that the patient's pump was moving around, so a mesh net was used to help pump stay in place. The device system was used to deliver morphine and fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).